Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has not been retracted. The stent is still crimped under the outer shaft and has not been released. The outer shaft is kinked at several locations and deformed over a length of about 50 cm. Outside of the deformed zone the outer shaft diameter complies with the specification. Inside the handle the outer shaft was found fractured which most likely occurred due to tensile overload. Also, the proximal end of the inner shaft is severely deformed (i.e. Twisted and compressed). The findings indicate that the outer shaft was blocked during pullback which could be related to uncommonly high friction between the stent and the outer shaft. The severe kinks in the outer shaft may have contributed to the complaint event. Review of the production documentation confirmed that the instrument was manufactured according the specifications and passed all in process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.

Event description:
A pulsar-18 peripheral stent system was selected for treatment. It was not possible to release the stent. The device was removed and another pulsar-18 stent was used to complete the intervention.